Event description:
Further follow-up revealed that the explanting facility does not return product without a subpoena; therefore, the product will not be returned for analysis. The neurologist indicated that the generator was "swapped out" and nothing was wrong with the device. The physician indicated that he does not feel like he needs to answer any questions due to there being nothing wrong with the patient's device.

Event description:
It was reported that the patient was scheduled for generator replacement because the generator could not be communicated with and because the patient was experiencing an increase in seizures. Clinic notes dated (B)(6) 2013 indicated that the patient has recently had a reduction in medications, which increased the patient's seizures. The notes indicated that the patient's seizure frequency decreased again after the addition of a new medication. The patient underwent generator replacement on (B)(6) 2013. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date. Attempts to have the generator returned to device manufacturer for analysis are underway; however, the device has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
The implant card was received indicating that the generator was replaced due to battery depletion, near end of service = yes. The lead impedance was marked as ok.